Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box found records of the reported call service alarm. The pump powered on with the appropriate audible and vibratory features. All the keypad buttons responded properly. The piston did not move during the rewind step and the reported call service alarm was generated during the load step. As a result, the investigation was unable to complete the remaining testing. The reported call service alarm was verified in the black box and duplicated in the investigation. Unrelated to the motor issue, it was observed that the bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump gave call service 064 alarm during the rewind/load step and the alarm was not cleared by pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.